Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Visual inspection of the returned product found a stain on spatula inside sealed tyvek pouch. Stain was noted to be inside of the sealed spatula pouch. Spatula pouch was opened and dark stain was noted on the spatula. Stain is loose on the device. No other damage is noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. A corrective action was previously initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the product has a stain on the product surface which looks to be debris. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.